Event description:
It was reported that a CT scan had demonstrated that a filter leg had detached from the rest of the ivc filter. Reportedly, the finding was incidental and the pt was asymptomatic. Further info is pending.

Manufacturer narrative:
The lot number for the device was not provided. Therefore, a review of the device history records could not be performed. The filter remains implanted. Therefore, a device eval could not be performed. The investigation is currently underway.